Manufacturer narrative:
Conservatively based on the available information this investigation concludes a device malfunction of insufficient information, cause unknown. The device did not behave as expected by the customer. The xper flex cardio 2020 rev-b-exchange 453564483331 device involved in this complaint was returned to philips. Evaluation of the device at the (B)(4) life cycle support center (lsc) did not reveal any issues related to the nbp functionality of the device. There was no confirmed failure of the device to perform as designed (related to nbp functionality). All non-conformances were repaired with acceptance criteria for all process steps specified in the template passed. There is no indication reported to suggest or confirm the device was used incorrectly, it is unknown how long the cuff was on the patient in an inflated state before the patient complained of numbing on his arm. It is unknown if the correct size cuff, nor if the accessories and cables in use were specified by philips based on the IFU. A review conducted on mar-04-2016 confirmed there have been no additional calls, complaints or service records for the device reported. No further action or investigation is warranted

Event description:
The customer reported that the nibp cuff on the xper flex cardio would not deflate. The patient was in a recovery area being monitored after a cardiac procedure had been completed. The patient was completely alert during the monitoring state. The patient's arm went numb while the device was monitoring their vitals. The nurse shut off the device and tested the cuff on herself with no malfunctions occurring. It is not known if medical intervention occurred or was necessary. The customer has alleged a potential safety issue.

Event description:
The customer reported that the nibp cuff on the xper flex cardio would not deflate. The patient was in a recovery area being monitored after a cardiac procedure had been completed. The patient was completely alert during the monitoring state. The patient's arm went numb while the device was monitoring their vitals. The nurse shut off the device and tested the cuff on herself with no malfunctions occurring. It is not known if medical intervention occurred or was necessary. The customer has alleged a potential safety issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.